Event description:
It was reported that the lead exhibited high impedances. The lead was capped and replaced. During the revision procedure, the lead was reconnected to the device twice, but the high impedances persisted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: one - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 03:00:04. Weekly hv-lead impedance trend data shows an abrupt increase for max defib active can on impedance and max (B)(4) impedance = 70 to 182 ohms peak between (B)(6) 2012 and (B)(6) 2012.